Manufacturer narrative:
The device is expected to be returned, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Bg value not provided and cause was not known. A system check was performed, and no issues were found with the pump. No issue were identified with the cannula, or cartridge in use at the time. A manual injection was administered to treat bg. The customer reverted to an alternate method in insulin therapy.